Event description:
In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 7 years due to severe aortic stenosis. Per the op report, the patient presented with aortic stenosis with angiography on (B)(6) 2013 showing a mean aortic valve gradient of 30 mm and a calculated valve area of 0.6 cm2. Lv function was mildly depressed at 25% to 30%. On (B)(6) 2013, patient underwent transfemoral aortic valve replacement with an edwards transcatheter heart valve. The patient tolerated the procedure well without significant aortic insufficiency.

Manufacturer narrative:
Device not explanted from patient. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve remains implanted in the patient; therefore, the root cause of this event could not be conclusively determined. No further actions are possible with the available information.